Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot. Additional information was requested and the following was obtained: did the jaws of the device cut the tissue due to no clip being in the jaws? Yes.

Event description:
It was reported that during a laparoscopic esophagectomy, the 2nd clip was not fed into the jaws and bleeding occurred because the doctor fired the device without clip inadvertently. The amount of the bleeding was unknown. Blood transfusion was not required. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Batch # = m9394y. The analysis results found that the el5ml device was returned in good condition; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues. In addition, 13 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.